Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2224563 d4. Medical device expiration date: 31jul2027 h4. Device manufacture date: 12aug2022 d4. Medical device lot #: 2238829 d4. Medical device expiration date: 31jul2027 h4. Device manufacture date: 26aug2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe had foreign matter inside the barrel. The following was received by the initial reporter: during the assembly process, a fingernail was found to be placed between the plunger and the syringe barrel.

Manufacturer narrative:
(B)(4).follow up MDR for device evaluation. It was reported a fingernail was found to be placed between the plunger and the syringe barrel. To aid in the investigation, one sample and one photo of a 5ml luer lok syringe was received for evaluation by our quality team. The syringe was received with an opened non-bd package and an unknown 1/4" off-white particulate with rough edges. The image shows the particulate in the non-fluid path of the syringe between the plunger rod and barrel. Fourier-transform infrared spectroscopy (ftir) analysis was performed on the foreign particle and was determined to most likely be zein which is commonly used in plastic and manufactured goods. The condition observed is non-conforming per product specification and is associated with the packaging process. A device history record review was completed for provided material number: 301027, lots: 2224563 and 2238829. The review revealed all inspections and challenges were performed per applicable operation specifications. There were zero notifications noted that pertained to this complaint. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. Lots: 2224563 and 2238829 are considered in compliance with our product specification requirements. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.